Manufacturer narrative:
(B)(4). The stimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the stimulator was "constantly" switching on and off. The problem occurred "many" times and in an environmental without any visible source of electromagnetic interference (emi). The stimulator was replaced, and the problem had not re-occurred. There was no pt injury or death.